Event description:
The patient stated, he received an e4 (occlusion) error on his infusion device. He then, discovered his blood glucose had elevated to 577 mg/dl. His normal blood glucose range is 85-160 mgdl. He stated he feels "grouchy" when his blood glucose is high. Through troubleshooting, it was found that the patient's belt had made a "crimp" in the infusion tubing that caused the occlusion. The patient stated, he was at work and he would give himself an insulin injection and change his infusion tubing when he returned home. Attempts to reach the patient for follow up were unsuccessfull. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.